Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly, guidewire, and the header bag were returned as well. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the arteriotomy locator. There were no signs of damage or deformation noted with the sheath/locator assembly. The alignment of the blood inlet holes was checked under the microscope and no obstructions or anomalies were noted. Then, the distal and proximal tip holes of the arteriotomy locator were inspected and both holes were fully formed. There were no molding irregularities or anomalies noted. Dimensional testing was performed. The inner diameter of the distal and proximal tip holes of the locator were measured to be 0.037 which was within the specification of 0.037" +/-0.001". The od of the guidewire was measured to be 0.034'' which was within the specification of 0.035" +0.000/-0.001. All measurements were within the manufacturer's specifications. Functional testing was performed. The returned guidewire was inserted into the locator/sheath assembly and it slid inside without any difficulty. The guidewire was able to pass freely through the locator and release on the other side. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after opening the 6fr angio-seal device it appeared to be normal without any problem. When the operator tried to introduce the mini guidewire into the angio-seal locator and sheath, the wire could not move through. After inspection they found that there was an obstruction in the lumen, there was no hole in it. The device was not used on the patient. Additional information was received on 27may2020. The type of procedure being performed was an interventional cardiology procedure via femoral access. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. There was another angio-seal device opened, used. Hemostasis was achieved with the second angio-seal device. The patient was stable.